Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from over 200 mg/dl to 224 mg/dl. Customer suspected that the cartridge was the cause of the elevated bg levels. Correction boluses via the pump were delivered and a supply change was performed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.